Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use at the time of the event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not start up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse reviewed the logs and confirmed that the application in the device's pc was not starting up normally. To resolve the issue, the fse reinstalled the os and applications on the pc and restored the backup. After reinstallation of the software and necessary configurations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up. No harm was reported to philips. Philips has started an investigation of this complaint.